Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted. The code reported by baxter was listed lot number s06h18082r. This code is manufactured and only distributed in another country. This medwatch was filed for the us code, which is the same as or similar.

Event description:
Baxter reported a complaint for off/tubing-male connector during patient use. There was no reported patient injury or medical intervention. No additional information is available